Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08/06/2019. The field service engineer (fse) troubleshooting action: tried to order original liquid crystal display, but it is no longer available, ordered cable to try, and then if that does not work the whole ui will have to be swapped. The fse confirmed and corrected reported problem. Replaced screen and tested, and safety tested - all tests passed. Device is now within manufacturer¿s specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device flickering and grainy. There was no patient involvement.